Event description:
It was reported that there was a pump failure of premature battery depletion. It was noted that the pump lasted 10 days and ¿just failed prematurely with no warning¿. Once the pump was implanted, everything clinically settled back to normal for the patient until the pump just failed prematurely. Diagnostics included checking the logs. The patient had symptoms of increased spasticity/increased dystonia, pain at the pump pocket, and less than 50% therapy relief. The location of the issue or symptom was the device pocket. The patient status at the time of the report was alive with injury. The patient had a new pump implanted on (B)(6) 2015, and the old pump which was removed could not be interrogated in any way. The patient was recovering from the procedure. The pump system was being used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump identified a power on reset occurred, and interrogation with an (B)(4) clinician programmer was not possible. Battery testing and pump analysis did not find any anomaly that could be responsible for the reset. The hybrid was fully functional with a nominal static current drain. The cause of the reset was not determined.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported, the pump was implanted for "only ~18 days" and was replaced due to a terminal failure of the pump.

Manufacturer narrative:
The data gathered during the review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. The characterizations and electrical testing of the cell is consistent with a synchromed ii h2 cell at this level of discharge. No evidence of an internal mechanism for premature depletion was found during the destructive analysis. No problems were found with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via the representative that the pump was implanted for dystonia. Should additional information be received a supplemental report will be filed.